Event description:
The customer called in to report that the pump was not functioning correctly, and that the pump alarmed that the cannula was not in the customer's body. The blood glucose level was 500 mg/dl. During troubleshooting the customer stated that there were cracks in the reservoir compartment. It was advised that the customer return the pump for a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).